Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the hospital and not returned to the manufacturer for analysis. Additionally, procedural images were not provided; therefore, the alleged product issue cannot be confirmed. The IFU identifies premature detachment as a potential complication associated with use of the device.

Event description:
It was reported that during repositioning, the implant coil detached unexpectedly. There was no reported patient injury or intervention.